Event description:
It was reported that the user experienced sustained high blood glucose readings between 300¿400 mg/dl after a supply change attempt and difficulty navigating out of the ilet graph menu; the user received guidance to access the supply change menu, completed the change, and subsequently returned to range. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without hospitalization or medical intervention reported. Investigation included review of device reports and user coaching on correct menu navigation and supply change procedure. Investigation of this case revealed no device malfunction identified and that proper supply change and navigation resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.